Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in canada, approximately 4 days post transcatheter valve replacement (tvr) with a 29mm sapien 3 valve in the tricuspid position in a previously implanted ring, the valve and ring was explanted due to paravalvular leak (pvl). A surgical valve was replaced. Per report, the event was due to the inability of the fully expanded s3 valve to fill the annuloplasty ring. The patient is stable post procedure.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect product investigation. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imaging was provided. Device history review was reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The commander delivery system with s3 IFU was reviewed for guidance and instructions. The edwards sapien 3 system is indicated for use in patients with heart disease due to native calcific aortic stenosis at any or all levels of surgical risk for open heart surgery. The edwards sapien 3 system is indicated for use in patients with symptomatic heart disease due to failing aortic bioprosthetic valve or failing mitral bioprosthetic valve (stenosed, insufficient or combined) who are judged by a heart team to be at high or greater risk for open surgical therapy. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed as no applicable imagery or medical report was provided for evaluation. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was deployed in tricuspid valve within a pre-existing ring, via unspecified approach. The sapien 3 thv with the commander delivery system (ds) is currently only indicated for native aortic valve replacement, aortic bioprosthetic valve replacement, or mitral surgical bioprosthetic valve replacement. Therefore, this case was off-label operation. As reported, 'patient underwent a valve-in-ring procedure due to tricuspid valve replacement. 4 days post procedure, the valve and the ring were explanted because severe paravalvular tricuspid regurgitation.' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Additionally, per the IFU, 'safety and effectiveness of the thv implantation has not been established in patients with pre-existing prosthetic ring.' Per provided medical opinion, the 29mm thv was unable to fill the annuloplasty ring even once fully expanded, which is indicative of inadequate sealing and/or mismatched sizing between the valve and target site. In this case, available information suggests, procedural factors (off-label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified. No IFU/labeling/training manual inadequacies were identified. Therefore, a product risk assessment (pra) not corrective or preventative action is required at this time.